Event description:
It was reported that there was a potential performance issue with the right ventricular (rv) lead. No further information could be obtained through follow-up. The lead was capped and replaced. No patient complications have been reported as a result of this event.